Event description:
On (B)(6) 2013, 3m espe was notified by a distributor that unitek tads (10 mm) were involved in a reportable event. The event involved the surgical removal of two of unitek tads that were infected, along with subsequent grafting to address bone loss on or about (B)(6) 2013. The tads had been placed sometime in 2009 by an oral surgeon in (B)(6) and were used in the orthodontic treatment of a male patient; that orthodontic treatment ended in (B)(6) of 2013. At some point, the tads had become infected; no further details were available because the patient did not wish to disclose the name of either the orthodontist or (B)(6) oral surgeon. The patient did not wish to return to the (B)(6) oral surgeon for removal and has relocated to (B)(6). No further information on the status of the patient is available, because he has failed to keep follow up appointment with the (B)(6) oral surgeon.

Manufacturer narrative:
Returned device was visually inspected to confirm it was a unitek tad. Device was compared with in-stock device and was identical, no damage or malfunction of returned device. Lack of compliance by the patient and/or lack of monitoring by the orthodontist may have been contributing factors in this situation. In order to make an accurate determination, full diagnostic records before, during and after treatment would be needed. Since the patient refused to disclose the names of the initial dental surgeon and orthodontist, and has not returned for a follow up with the last dental surgeon, the cause of the bone loss is indeterminate.